Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. At an unspecified time, the nurse primed the tubing set with 7.7 ml of an unspecified solution and the secure lock male adapter of the tubing set was connected to a female adapter of the patient's IV access site. A gemstar pump was programmed to deliver 2 g cloxacillin, with a 120 ml dose amount, for a duration of 1 hour, with a dose frequency of every 6 hours, for 4 doses, at a keep vein open (kvo) rate of 2 ml/hr, and a container site of 532 ml. No further programming parameters were provided. The customer contact reported that 10 minutes after the delivery was started, it was reported that an unspecified number of air segments were noted in the tubing distal to the air eliminating filter of the tubing set. It was reported that the longest air segment was 2 inches long. No air was delivered to the patient. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.